Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017, but low bg levels were confirmed on (B)(6) 2017 by cgm. There were no erratic basal rate adjustments or bolus requests made. No obvious request or deliveries were made that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (53 mg/dl). Reportedly, the customer delivered a bolus to address a bg level of 188 mg/dl and subsequently bg levels dropped approximately 1 and a half hours later. Customer did not administer any treatment to address low bg levels. System check with tandem technical support was performed and the pump was functioning as intended. The customer stated they are now "doing great".